Manufacturer narrative:
All available patient information has been included. No additional patient details are available. Section a patient information: refer to section b5 for complete patient information. A complaint investigation was conducted for the alinity I tsh reagent lot 76105ud00 to address the customer¿s observation of falsely depressed results. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. The overall performance of alinity I tsh reagents in the field was reviewed using worldwide data. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Labeling review concludes that the issue is adequately addressed. Based on our investigation, no systemic issue or deficiency was identified with the alinity I tsh reagent lot 76105ud00.

Event description:
The customer observed falsely depressed alinity I tsh results for two samples. The following data was provided (reference range: 0.4 to 4.5 uiu/ml): (B)(6) 2026, sid (B)(6), initial result 0.0164 uiu/ml, repeated on (B)(6) 2026 1.738 miu/ml. (B)(6) 2026, sid (B)(6), initial result <0.01 uiu/ml, recollected a new sample on (B)(6) 2026 sid (B)(6), result was 1.728 uiu/ml. No impact to patient management was reported.